Event description:
It was reported that the skull clamp was used in a case and the patient has a laceration. Several attempts to obtain additional information has been made but to date, no new information has been received.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.